Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the avc-x needed reset, cxps cpu card needed replaced and that the oscar hdmi input needed replaced. The technician reset the avc-x, replaced the cxps cpu card, replaced the oscar hdmi input, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to to their hexavue custom room rack was not responding, was stuck on black steris splash screen and that the monitor was flickering. No report of injury or procedure delay.